Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: known inherent risk of a procedure (endoleak). Device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 70 x 75 mm thoracic aortic aneurysm. The proximal neck was 33 mm in diameter and it was 2.5 cm in length. The distal neck went from 42, 40, 40, 38 and then to 41 mm distally. It was reported that during a routine follow-up a distal type I endoleak was seen. The endoleak was attributed to disease progression. Currently, the distal neck just below the distal most stent graft measures 44, 40, 40, 39, 42, 44, 42, and 40 mm at the level of the celiac. There is a distance of 10 cm from the bottom of the stent graft to the celiac. The patient will be monitored. No additional clinical sequelae were reported. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the patient had intervention with a 4646200 valiant stent graft that was implanted distally to address the distal type I endoleak.